Event description:
Upon completion of two colonoscopy procedures, both pts were released from the hospital. After being sent home, the two pts returned to the facility. During follow-up examinations, perforation of the bowel was confirmed in both pts. Surgical repair of the perforated area was required for each, and according to the nurse, both pts are doing well. The nurse stated that two different physicians performed the procedures; nurse does not know if the same colonoscope was used for both cases. Nurse mentioned that the colonoscope(s) were not removed from service following the adverse events because endoscopy staff did not suspect that the scope(s) had malfunctioned.